Manufacturer narrative:
No product was returned for this complaint. Therefore, no device investigation could be done other than a review of the manufacturing records related to the part. According to the DHR, the product was manufactured to specifications. Repeated inquires to gather more information about this case have not resulted in any additional information beyond what is listed in this report. Based on the information gathered from this occurrence, there is no evidence that pioneer surgical's device nor the procedure were the cause of the patient's death.

Event description:
On (B)(6) 2021, it was reported to pioneer surgical technology that a death had occurred for a patient that was enrolled in a post market retrospective clinical study. Based on the limited information received by pioneer surgical technology, the patient reportedly died of a stroke on (B)(6) 2020. Initial surgery for this patient was on (B)(6) 2019. There was no reported evidence that this death was caused by the surgery or pioneer surgical technology's implant.